Event description:
It was reported that the device would not ventilate in automatic modes. Manual ventilation with the built-in breathing bag was however possible. The event did not lead to consequences for the patient.

Manufacturer narrative:
The workstation was subject to an on-site evaluation by a dräger fieldservice engineer who could confirm the reported issue and trace it back to an issue with the pump of the auxiliary vacuum. The device generates a vacuum pressure in a special pneumatic circuit which is needed to actuate the valves that control the ventilation cycles and to keep the diaphragm of the piston ventilator in place during ventilator operation. When the vacuum pressure is out of range, the valve actuation may be inhibited, and the piston diaphragm can become wrinkled. Consequently, to prevent from potentially hazardous device output and from severe mechanical damages to the ventilator unit, the device is designed to force a safety shutdown of automatic ventilation and to alert the user to this by means of a corresponding alarm. As confirmed for the particular case, manual ventilation including gas dosage remains still possible. The vacuum pump was replaced; the device passed all consecutive tests and could be returned to use. The device is approx. 15 years old and has lasted longer already than the product's useful life - the malfunction of a component after such long time of use can be considered acceptable. The device responded as designed upon the underlying error condition.